Manufacturer narrative:
The probe was not returned for analysis.

Manufacturer narrative:
The suspect probe has been returned to neuwave and a physical investigation is ongoing. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. A follow-up report will be filed when the investigation of the suspect probe is complete.

Event description:
The physician was using the probe to ablate an osteoid osteoma in the femur of a patient of unknown age. While placing the probe, the physician stated that he attempted to "torque the probe a little bit" and the probe tip broke. The physician decided to leave the probe tip in the bone rather than retrieve it. The case was completed without further incident with another probe.